Event description:
Nellcor puritan bennett received a report claiming that while in use with another manufacturer's pulse oximetry module, a nellcor ds-100a durasensor and other pulse oximetry sensors reportedly provided spo2 readings of 100% when an abg revealed a saturation 78%. The reporting facility informed nellcor use of multiple sensors and sites did not result in changes to the readings.